Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 436 mg/dl. Customers other blood glucose value was 280 mg/dl. Customer stated they did not have back up plan to treat high blood glucose. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did contact their health care professional regarding the high blood glucose. Customer did allege insulin pump was under delivering the insulin because blood glucose cannot down. The device will not be returned for analysis.